Manufacturer narrative:
No kit lot number was provided for individual patient testing events and additional information that would enable abbott diagnostics (B)(4), inc. To link test results to the respective lot number was not provided. Two (2) kit lot numbers were reported in use for four (4) patients involved in the case file. A root cause investigation was performed on the following kit lot numbers: m122006: UDI: (B)(4). Device manufacture date: 06/28/2020 expiration date: 12/25/2020. M121112: UDI: (B)(4). Device manufacture date: 06/04/2020. Expiration date: 12/03/2020. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lots m122006 and m121112 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lots m122006 and m121112 and test base part number 190-430 / lots m122006 and m121112 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lots m122006 and m121112 showed that the complaint rate is (B)(4) and (B)(4), respectively. The evidence available does not indicate that the product is performing outside label claims. Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within the package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported false negative results on four (4) patients with the ID now covid-19 test. This report represents four (4) of four (4). The customer reported a false negative result from a direct unknown sample type on a copan flocked swab using the ID now covid-19 test performed on (B)(6) 2020. No additional tests were performed using the ID now covid-19 assay. Confirmation testing was performed on an unknown sample type on a copan flocked swab eluted in 1.0 ml bd universal transport media using the bd max pcr. The confirmation test generated the following results: cov n1 32.0, cov n2 32.5, rnase p1 18.4, rnase p2 18.6. The customer confirmed there was no death or serious injury based on the ID now covid-19 test result. The patient's treatment was not impacted and/or delayed. Additional patient information, including symptoms, treatment and outcome are unknown. Note: on 6 july 2020, FDA provided the following letter to health care providers: https://www.FDA.gov/medical-devices/lettershealth-care-providers/false-positive-results-bd-sars-cov-2-reagents-bd-max-system-letter-clinical-laboratory-staff-and the ID now covid-19 product insert (pi) indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Additionally, the pi states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 pi includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.